Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd unknown intima leaked. Time of use: (B)(6) 2025 9:40; place of use: medical institutions; basis of use: diagnosis and treatment needs; use: after the patient retained the left dorsal vein puncture, the medicine leaked out from the plastic and hose connection; cause harm or impact on the patient: delay the patient's use of medication; measures to be taken: immediate replacement, can be replaced and can be used normally after replacement.

Manufacturer narrative:
A complaint history review could not be performed as no material and batch/lot number was provided. A device history record (DHR) review could not be performed as no material and batch/lot number was made available for this reported event. A retain sample analysis could not be performed as no material and batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample, material and batch/lot number information.

Event description:
No additional information is available.